Manufacturer narrative:
Exemption number e2019001. All available information was investigated, and the reported issue of clip open during final arm angle (faa) was not confirmed via returned device analysis. The reported poor image resolution could not be replicated in a testing environment as it was related to patient/procedural (operational) circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for clip open during faa. The poor image resolution is related to difficult visualization due to anatomical challenges, and thus related to patient and procedural circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted poor visualization due to anatomical challenges. The clip delivery system (cds) was advanced to the mitral valve; however, the clip opened while locked when establishing final arm angle. The cds was removed with the clip attached. A new cds was used to successfully complete the procedure. One clip was implanted, reducing mr <1. There were no adverse patient effects. No additional information was provided.